Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for paroxysmal atrial fibrillation on which a webster ® cs catheter with ez steer® technology and auto ID was used, and suffered cardiac tamponade (requiring pericardiocentesis and surgical intervention) and sepsis. During the procedure, the patient¿s blood pressure dropped. Cardiac tamponade was confirmed by echo. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. The patient also required a coronary sinus (cs) repair via pericardial window. Part of the diaphragm had to be replaced as a result of this as well. Extended hospitalization was required as a result of the adverse event. Patient¿s condition worsened as is suspected of developing sepsis. Physician¿s opinion regarding the cause of the adverse event is that the cs was perforated by the webster ® cs catheter with ez steer® technology and auto ID. Additional information has been requested to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
Initially it was reported that the patient suffered a cardiac tamponade (requiring pericardiocentesis and surgical intervention) and sepsis. However, additional information was received on february 14, 2019 confirming that sepsis did not occur. The patient had brief fever. Therefore, removed sepsis as a patient consequence under patient codes. Manufacturer¿s reference number: (B)(4).